Event description:
Facility reports that while transferring a resident from chair to bed using a golvo mobile lift, the caregivers heard a "pop" and the shoulder strap of the sling came loose from the sling bar and the resident fell to the floor. Resident banged her head on the floor and was taken to local hospital where she passed away later the same day.